Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Th consumer stated that they believe a weld is broken at the head section. The consumer is able to get out of the bed. Consumer stated the bed is stuck in an angle.